Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The main tube was found to be broken at two different places near the distal end. A piece measuring proximately .114¿ x .130¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed the user.

Event description:
It was reported that during central processing, that the monopolar curved scissors instrument was identified to be broken in half. There was no report of patient involvement.